Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The sheath accessory was analyzed and found to have damage. There were pieces of the sheath separated from the rest. A visual inspection displayed no missing material. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the customer encountered a piece of a detached disposable stapler sheath (ref: (B)(4)). The customer subsequently tested several sheaths from lot #k11230921 and found that the same portion from several of the sheaths could be easily detached by hand. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the disposable staple sheath for evaluation. Based on the information provided, the cause of the reported complication cannot be determined at this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the issue was identified during the procedure. A fragment fell inside of the patient and was retrieved during the same procedure. The customer retained the sheath fragment that had fallen into the patient and are determining the feasibility of sending it in; the customer can definitely send the sheaths that were tested when trying to investigate/replicate the issue. There is a photograph of the retained fragment after retrieval, but the picture was taken after the fragment was removed from the sterile field, it did not show the fragment in-place.

Event description:
Refer to h11 for follow-up information.